Event description:
Pt had a laser facial treatment and had a pustule break out the next day. The pt went to a dermatologist who diagnosed it as an acne breakout. The dermatologist prescribed a topical steroid (torcor).

Manufacturer narrative:
MFR was not informed of any malfunction of the device. The pt has oily skin prone to acne, the relationship to laser treatment was not established.